Manufacturer narrative:
The technician adjusted the caster to repair the bed.

Event description:
Information received indicates during a preventative maintenance check, the technician found the rear brake caster was not holding properly.